Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for this type of damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area and teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that towards the end of a gastrectomy procedure, the teflon pad on the device melted and partially detached from the jaw, exposing metal underneath. There was no reported patient injury or device fragmentation into the patient. The procedure was completed using another similar device.

Manufacturer narrative:
This supplemental report provides the results of manufacturing history review and updates. A review of the lot history / device history record shows that the lot passed final release testing, including verification of labeling and packaging with instructions for use.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The distal portion of the teflon pad was missing and therefore exposing metal underneath. The jaw area showed signs of char. In addition, the seal and cut switch was found not functional.